Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The kitman at stryker (B)(4), reported the following event :"unusual sound from the inner packaging."

Manufacturer narrative:
An event regarding pack damage involving a gmrs proximal tibial component was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection was performed on the returned pack. The carton was obviously damaged with compression marks and dents on its corners. All of the observed damage would be an indication of excessive/inappropriate handling whereby the packaging was compressed/dropped as well. -medical records received and evaluation: not performed as the device was not implanted. -device history review: DHR review was satisfactory. -complaint history review: chr review confirmed that there were no other similar events reported for this lot. Conclusions: visual inspection determined that the returned pack was damaged and had been subjected to excessive handling.

Event description:
The kitman at stryker (B)(4), reported the following event :"unusual sound from the inner packaging."